Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 1 month post-implant, it was reported that while the patient was in the hospital a red heart alarm occurred while the patient was sleeping and connected to the power module. The system controller was exchanged and the event had resolved; however, the same alarm occurred when the backup system controller was switched from battery power to the power module. It was also reported that the pump had stopped. The patient was kept on battery power and no further alarms had occurred. X-rays were taken and no issues could be confirmed. The hospital staff could not reproduce the event when testing the original system controller. The event only occurred when the patient was connected to the power module. The patient was stable and remained on battery power. On (B)(6) 2015 an additional pump stoppage occurred while the patient was on battery power; therefore the surgeon decide to exchange the pump the same day.

Manufacturer narrative:
The device was returned assembled with the percutaneous lead (lead) cut approximately 0.5 inches from the pump housing. The distal portion of the lead was also returned. Examination of the lead found fractures of the yellow, orange, and green wires at approximately 36.5 inches from the metal connector. This location coincided with the pump end bend relief. The fractures appeared to be due to repetitive flexing of the lead in this location. The wires were viewed under a microscope at the fracture area and all six wires showed abrasion marks; however, the red, black, and brown wires were not exposed. As a result of the fractures, the underlying orange, green, and yellow wire conductors were exposed. The orange wire represents a redundant wire in motor phase 2, and the green and yellow wires represent redundant wires in motor phase 3. The reported red heart alarms would have occurred as a result of the observed fractures and the exposed conductors of the wires contacting the braided shielding if the device was supported by the power module. Furthermore, since both green and yellow redundant wires from motor phase 3 were also fractured, the red heart alarms would also have occurred on the ungrounded patient cable and while the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year and 1 month. The lvad was returned to the manufacturer but evaluation is not yet completed. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.